Event description:
In 2009, the pt was implanted with two gore tag thoracic endoprostheses. The device system covered an aortic ulcer. The devices were ballooned with a gore tri-lobe balloon. Four days later, the pt developed a left internal carotid embolus and expired.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note the two gore tag thoracic endoprostheses implanted were tag. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable.